Manufacturer narrative:
Other, other text: additional information e2, e3, h3, h6 and h10. Correction d1. This MDR was generated under protocol(B)(4), as a result of warning letter (B)(4) device evaluation a sample was received to perform an investigation. A review of the pump event history log found no evidence related to the reported problem. Further inspection of the device found that the coin latch/lock was slightly worn and loose. The root cause of the reported problem was unable to be determined. The latch/lock was replaced. A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release, and no problems or issues were identified.

Event description:
Information was received indicating that the cassette lock of a smiths medical cadd legacy pump was loose. No adverse effects were reported.